Event description:
Reportedly, when the respiratory therapist was setting up the vapor phase advanced humidifier, a very mild shock was felt. A hosp incident report was not filed. There was no harm to the respiratory therapist.